Event description:
During the removal of the patient's port catheter removal, the catheter broke and a piece of the catheter was retained in the svc. Patient had a cardiac catheterization through the right femoral vein and during the procedure they were able to use a grasper to retrieve the piece of the catheter.